Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the needle leaks at luer lock connection to the syringe. The issue was noticed during preparation. The customer further stated that they took an unused needle from the same lot and pharmacy drew up saline to test. They noticed needle started leak around the area where needle attaches to syringe. There was no harm reported.

Manufacturer narrative:
A review of the device history (DHR) record did not identify any manufacturing or inspection anomalies. A review of maintenance records, both corrective and preventive and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were 13 samples and 5 photographs submitted with this complaint. The exact root cause could not be determined from the samples or photos submitted. All samples were physically tested for leaking and luer issues and no malfunctions were found. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for leaking. The lot met all defined acceptance requirements and was released. A specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so a formal corrective/preventative action will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions.